Event description:
This complaint is now reportable based on the analysis completed on 07/27/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The index procedure treated a lesion located in the proximal circumflex (cx) artery. The physician advanced a taxus express2 3.00 x 28mm stent to the lesion. Prior to deployment, the physician was unable to cross the lesion with the device. The undeployed stent was withdrawn from the patient's body. Examination of the device discovered that there was damage to the stent struts. The procedure was ended without placement of a stent in the proximal cx. The patient status was indicated as "satisfied/good."

Manufacturer narrative:
Visual examination of the returned device found that the hypotube was kinked at various locations along its length. Visual examination of the stent found that the proximal edge of the stent had a strut bent back distally. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this particular batch (reference top assembly batch 7509243 & manifold batch 7391534) shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be identified.